Manufacturer narrative:
Patient information is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) exhibited an unexpected shutdown during preparation for support. The device was removed and a replacement was requested. No patient harm was reported.

Manufacturer narrative:
Data analysis: the aic logs show a controller error alarm (opm comm stopped ¿ event set # 1043). Triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are lastly reported as +16384 values and then no more samples were recorded. The absence of snr samples impacted on the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. The logs show the presence of an ¿unexpected controller shutdown¿ alarm on the next boot, confirming the reported complaint. Device analysis: this console was tested after arriving at fs. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. Root cause: the root cause of the controller error and loss of placement signal was due to an aic software issue.